Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: magnetic resonance imaging (MRI) safety. Patient had a distal radius fracture and a distal radius fixator (drf) construct was implanted on patient on (B)(6) 2013. The selection of device/construct was based on it being magnetic resonance (mr) safe. When patient entered through the metal detector, post-operatively-operation and before the magnetic resonance imaging (MRI) scanner, the metal detector sounded. The clinical radiologist thought that MRI scan should not apply to the patient, so the radiologist abandoned to conduct the MRI scan. This report is for a clamp f/ext-fix f/dist rad. This is 1 of 1 report for complaint (B)(4).